Event description:
Pt reported that the expiration date, printed on the strip vial, had smeared. According to the manufacturer's electronic inventory system, the corresponding stip lot has expired. Pt's blood glucose was not affected and no treatment was received. Tech support requested the return of the support product and replacement product was shipped.